Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device was reported. This adverse event was collected as part of a clinical study. Pain, nausea, and fever are known potential adverse effects from cryoablation procedures and are documented as such in the product IFU and user manual. The patient was treated and discharged two days following the procedure.

Event description:
Subject 1r04 is a (B)(6) female enrolled in the (B)(6) who had CT-guided right renal cryoablation under conscious sedation and without complications on (B)(6) 2013. According to the post-cryoablation notes, the patient experienced abdominal pain level 9/10 along with nausea, tightness and upper abdominal area, weakness, and feeling hot. She was given medication for these symptoms. Procedure was (B)(6) 2013 and patient was discharged (B)(6) 2013. This is considered an sae because it extended the existing hospitalization. This sae was noted during a monitoring visit and review of the procedure and post-procedure notes.